Event description:
A female patient with congenital scoliosis underwent posterior spine fusion with segmental instrumentation from t5 to l3 with legacy medtronic stainless steel instrumentation of 5.5mm. Initial postoperative course was benign.four months later the patient suffered an awkward fall and felt immediate pain at the lower right side of her previous surgical reconstruction. The patient was taken to the or where the surgeon discovered that the lowest right side pedicle screw and set screw had become disengaged. The previously placed screw was removed, a new pedicle screw was placed, the rod was reseated, and a new set screw was placed. The surgeon added a cross-link device as well.the patient returned approximately one month later with increased lower back pain over the prior week and was again taken to the or. The surgeon noted that the inferior-most set screw had become loose. The screw and set screw was examined and he found no obvious cross threading or stripping of the screw. The surgeon checked all connections around this one and identified no problems. The surgeon replaced the set screw and carefully tightened it, going to the normal tightening point of breaking off the stem of the set screw, and then went beyond that and further tightened the screw. He attempted to stress the system as much as possible and felt that it was secure.